Event description:
It was reported that patient underwent a pump exchange on 10may2018. The pump was returned and received for evaluation on 17may2018.

Manufacturer narrative:
A review of the submitted log files confirmed the report of elevated power and pump stop events; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation because the entire driveline was not returned for evaluation. Based on previously reported events, the data captured in the log file appears consistent with a potential driveline issue. Power elevations up to 25.5 w were captured, along with associated pump stop events, however evaluation of the returned sections of the patient¿s driveline, as well as the submitted x-rays, could not confirm a site of the damage. The pump was returned with the percutaneous lead cut approximately 2.5¿ from the pump housing, with an additional 31" of the severed portion returned. 5¿ was returned as a center section, and 26¿ was returned attached to the controller connector. Electrical continuity testing and high potential testing of each section did not reveal any discontinuities or shorts. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups under a microscope found no anomalies related to wear or damage. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas patient handbook contains important warnings related to pump stops. This document and the heartmate ii lvas IFU outline all system controller alarms, as well as the proper actions associated with them. The hmii lvas patient handbook and IFU explains that all heartmate ii lvas percutaneous lead have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file in this event.

Manufacturer narrative:
The patient weight was requested but not provided. Age of device: 3 years, 1 month and 1 day the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2018 at 3:30 am, patient observed a yellow wrench alarm reading "call hospital contact". The patient was asymptomatic at the time of event. The manufacturer's technical service reviewed the log files and observed high power elevations possibly for an obstruction impeding the impeller from spinning freely. The power returned to baseline reportedly. The yellow wrench alarm occurred due to backup mobile power unit (mpu) failure. On (B)(6) 2018, the patient experienced pump stoppages. The manufacturer's technical service reviewed the log file and observed 6 pump stoppages and 16 low speed operations that drop below the patient's low speed (9000 rpm). They also observed 7 yellow wrench alarms indicating "replace controller" and multiple intermittent power elevations taking place across (B)(6) 2018. It was reported on (B)(6) 2018 that there were no pump stoppages or power elevations observed once the patient was placed on ungrounded patient cable. No further information was provided.